Manufacturer narrative:
Product complaint # (B)(4). Additional h3 device evaluation summary: one used needle-suture piece of product code vcp352, lot ml2623 was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut by the use of a surgical instrument could be observed. In addition, body fluids along of strand were found. The product code vcp352 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) and suture was used. The suture broke at the time of knotting during the procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.